Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that the implantable pulse generator (ipg) reset message was indicated in the checkup after lung radiotherapy. A pacemaker check was done and confirmed that the device was working properly and diagnostic data stored normally. The device is still in use. No patient complications have been reported as a result of this event.